Event description:
It was reported that the customer's health care provider (hcp) and nurse practitioner advised a .2 unit basal of insulin. Customer contact tandem customer technical support (cts) for assistance in changing basal setting from .65 to .2 units. Customer reported that blood glucose level was high. Cts expressed concern to customer that basal was being decreased when bg level was elevated. Customer contacted hcp and called cts back confirming that the .2 unit basal was to be added to the existing .65 unit basal. Cts assisted customer in changing the .2 unit basal to .85 units. Customer awoke the following morning with bg level in the 300's mg/dl.

Manufacturer narrative:
The prod has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.